Event description:
It was reported that there was foreign object on the device. During unpacking of an encore 26 inflation device, it was noted that there was a foreign object and contaminant on the inner wall of the tube of the device. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A foreign object (green) was inside in the encore barrel. The encore barrel was dissected in order to remove the foreign material. As soon as this was done, it was found that the foreign material (fm) was a piece of plastic tie wrap, 5 cm long.

Event description:
It was reported that there was foreign object on the device. During unpacking of an encore 26 inflation device, it was noted that there was a foreign object and contaminant on the inner wall of the tube of the device. The procedure was completed with another of the same device. No patient complications reported.